Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore and some redness from rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s wife is a retired nurse who provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.